Event description:
During percutaneous coronary intervention using transluminal revascularization of chronic total occlusion vessel, the corsair 135 catheter tip became detached in small septal collateral vessel. Unable to remove this broken catheter tip. Decision made to treat patient medically. Manufacturer response for catheter, percutaneous, corsair pro (per site reporter) (B)(4).